Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a lead management procedure to remove a non-functional right ventricular implantable cardioverter defibrillator (ICD) lead a spectranetics tight-rail rotating dilator sheath 545-513 was utilized. The patient's blood pressure dropped and rescue efforts were implemented. It was determined that a superior vena cava (svc) tear occurred at the svc/right atrium (ra) junction. Svc repair was performed. Lead was not extracted so that no further injury would result. Patient survived repair and is now recovering at the hospital.